Event description:
It was reported that the patient's right ventricular lead exhibited high defibrillation impedance. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not yet received.